Event description:
During service by baxter personnel, the colleague infusion pump experienced failure code 808:03:00, which interrupted delivery. This was not reported by the customer. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter canada. The condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow-up will be sent.